Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to physical damage caused by contamination caused by liquid ingress. The manufacturer states the following in the clinical manual,"do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.